Manufacturer narrative:
Based on the information provided and physician interview, there is no indication of a product deficiency and no fluid leak occurred during ablation. The injury characteristics and shape of the possible burn are consistent if the speculum was absent during the ablation. However the physician indicated the speculum was not removed during the procedure. Therefore, the exact root cause could not be determined. The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot number was not provided and therefore a device history review could not be performed, the handpieces met all qa specifications prior to being released, including adequate sterilization. The IFU instructs the user to "during ablation, the saline temperature continues to rise until 90°c is reached, and the user must continuously: ·monitor the cervical seal for fluid loss and to confirm a tight cervical seal. ·maintain a stable procedure sheath position throughout the procedure. ·monitor the screen for fluid loss level." Warnings and cautions related to an event of this nature are included in the IFU for genesys hta, including but not limited to: ·"the physician must maintain control of the procedure sheath (i.e., not hand off to another individual) for the duration of the treatment to avoid compromising the cervical seal. A compromise of the cervical seal could result in fluid leakage through the cervix, which could result in thermal injury to surrounding tissue". ·"do not place the procedure sheath tubing over the patient's leg or in contact with any part of the user's or patient's anatomy, as the tubing carries hot fluid and contact could result in thermal injury. The temperature of the tubing could be up to 55°c." ·"confirm that the vaginal speculum is an adequate size (width and length) to assure full separation of vaginal and vulvar tissue away from the procedure sheath, to avoid inadvertent thermal injury, and to provide visibility of the cervix. The temperature of the sheath at this location could be up to 65°c." ·"do not rest the procedure sheath on the vaginal speculum during the procedure." ·"leave the vaginal speculum in place throughout the procedure." ·"confirm that the vaginal speculum is an adequate size (width and length) to assure full separation of vaginal and vulvar tissue away from the procedure sheath, to avoid inadvertent tissue damage, and to provide 360° visibility of the cervix."

Event description:
It was reported, the treating physician performed an uneventful endometrial ablation with the genesys hta system. Post-procedure, the patient experienced discomfort and stayed overnight at the hospital. Subsequently, in a post-operative examination, the physician noted an irritation (possible burn) at the introitus of the vagina. The physician treated the possible burn with topical cream and the patient is recovering.